Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number, 215735984 was returned and analyzed. Visual inspection of the mapping catheter showed introducer was removed from the shaft. The introducer should not be removed from the achieve shaft as it cannot be re-inserted due to the curvature of the achieve distal loop. Also, the mapping catheter was kinked on the loop (misshaped) and the pebax tube was ribbed. In conclusion, the mapping catheter failed the returned product inspection due to a tip/loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a cryoablation procedure, the mapping catheter was returned and subsequently tested out of specification per the manufacturer's investigation.